Event description:
It was reported an asymptomatic patient experienced myopotential oversensing and diagnosing as ventricular fibrillation. Inhibited pacing was noted. The myopotential oversensing was resolved. Afterwards, post paced t wave oversensing was observed on the ventricular channel. Reprogramming changes were made. The device remains implanted.